Event description:
It is reported that the surgeon found metal fragments from the screw during the surgery of uni knee arthoplasty.

Manufacturer narrative:
Evaluation summary: no product is returned for evaluation. Also, the lot number is not known so the device history records could not be reviewed. It is reported that the screw is considered to have interfered with the edge of the screw hole of the mating instrument which is also not available for review. The cause could not be definitively determined due to insufficient information. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.